Event description:
Reporting status: serious injury - disability. Reporting rationale: distal tip of the guidewire remains in pt. Device issue: guidewire separation. It was reported that the bmw universal guidewire was advanced to the lesion. After placing a stent, an attempt was made to pull back the guidewire, but it was unsuccessful. Several attempts were made with force. After several tries, the guidewire was able to be removed from the pt. It was noticed that the distal tip of the guidewire had separated and remained inside the pt's vessel. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guidewire was returned without any blood or contrast visible. The distal coils were separated at the center solder and there were stretched coils for a length of 2 cm. The core and shaping ribbon were 2 cm in length and were intact. The distal end of the core and shaping ribbon were twisted. The shaping ribbon was separated and there appears to be 1 cm of shaping ribbon missing. There was a kink in the proximal core 66 cm proximal to the end of the core. The guidewire was sent to scanning electron microscopy (sem) for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned device. The case description indicates that the guidewire separated during an attempt to pull it back. The cine of the case confirmed that part of the guidewire stayed in the pt, in a small side branch, or has perforated the rca vessel. Analysis of the device showed that the distal coils were separated at the center solder. It also showed that the distal end of the core and shaping ribbon were twisted, and that there appears to be 1 cm of shaping ribbon missing. Results of the sem analysis indicate that the device shaping ribbon separation appears to be due to torsional overload. For the guidewire to separate due to torisonal overload, some portion of the guidewire would have to be trapped either in the anatomy or in another device and excess torque applied. The torque was not described, but the sem shows that the guidewire had been overtorqued beyond the strength of the guidewire resulting in the separation. Since there was no resistance reported during crossing the lesion, in this case, it appears that the guidewire was trapped in the deployed stent. The forces applied in the attempt to remove the guidewire exceeded the strength of the shaping ribbon and coils of the guidewire, which fractured. The device instructions for use (IFU) indicates not to push, auger, withdraw or torque a guidewire that meets resistance. The kink in the proximal core appears to be related to the force applied while pulling to remove the guidewire. The reason for the guidewire tip entrapment is not described in the incident, but overall, the root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. The reported incident circumstances will be monitored. Manufacturing assures the quality of the guidewire through visual and dimensional inspections. Also, samples are tested and each lot must pass test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.